Event description:
It was reported that on inflating the foley catheter balloon, leakage of solution occurred at the bifurcation of inflation port and catheter. And was unable to inflate the balloon, therefore another item was required. The faulty catheter would be removed if introduced into the patient's urinary tract. Catheter inspected for fault. Second catheter required to complete procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on inflating the foley catheter balloon, leakage of solution occurred at the bifurcation of inflation port and catheter and was unable to inflate the balloon, therefore another item was required. The faulty catheter would be removed if introduced into the patient's urinary tract. Catheter inspected for fault. Second catheter required to complete procedure.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened used silicone foley (with original packaging) and with two additional packaging. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100ml distilled water) and inflated properly with no issues. With the (in-house) syringe attached the balloon passively deflated within 3 mins 10 seconds. No leakage or pinholes present during evaluation. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Risk and labelling reviews are not required as the reported event is unconfirmed. Correction: d, e, f, h. The initial reporter phone number provided is (B)(6). The initial reporter zip is (B)(6). All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.